Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that water was splashed on the device. Customer's blood glucose reading at the time of the call was 216 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.